Manufacturer narrative:
An onsite evaluation of the coolgard ivtm console (sn: (B)(4)) was performed by a zoll service technician. During investigation of the device, the customer's complaint of lines displayed on the lcd was confirmed. To resolve the issue, the ribbon cable was reseated. No further display issue was observed. Additionally, the customer complaint of a leak was confirmed during visual inspection. The root cause of the issue was due to cracks found in the coolant pump and coldwell reservoir chamber. The leak in the coldwell reservoir chamber subsequently contaminated the sensor level, thus causing the low level coolant message. The coolant pump and coldwell reservoir chamber were replaced. A review of the retrieved event logs found no irregularities related to the reported complaints. An annual preventative maintenance was performed. The console passed functional testing and the electrical safety test with no issues found. Historical complaints were reviewed for service related to the reported complaint and there was no similar complaint reported for coolgard with serial (B)(4).

Event description:
As reported, the lcd on the coolgard itvm console (sn: (B)(4)) displayed lines during a system check and the console intermittently displayed a message of low level coolant. Additionally, a coolant leak was observed. There was no patient involvement reported.